Event description:
Reference number (B)(4). Event occurred in the united states. On 31-jul-2024, it was reported that the patient encountered infusion sets cannula kinked events within 3 hours after insertion. The site of insertion was abdomen.. The infusion set was in use for 6hrs. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.